Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's blower chassis plate, 3-way solenoid valve, active exhalation control module, system board, fio2 housing, machine flow sensor and blower motor were replaced to address the issue.